Manufacturer narrative:
Info provided by the customer suggests that the negative result obtained with eti-mak-2 is consistent with the eventual clinical diagnosis of the pt, though specific info on pt status is confidential. It is suspected that the positive results provided by the other two test methods may have been the result of (B)(6) antigenemia due to the (B)(6) vaccination received by the pt and not an active infection; diasorin is conducting an internal evaluation of eti-mak2 reactivity with (B)(6) vaccines to assess root cause for the discordant results.

Event description:
Customer (reference lab 2) reported discordant results between diasorin eti-mak-2 plus assay and two other reference labs. The pt sample initially tested reactive on screen and confirmatory by another method (reference lab 1). A second sample was drawn from the pt and tested at the customer site using diasorin eti-mak-2 plus and was non-reactive. Consistent with kit instructions for use, no retest or confirmatory testing was performed by the customer for this negative result. The customer forwarded the remainder of the sample to a third reference lab (reference lab 3) which found the sample to be reactive using a third test method. No confirmatory test was performed at the third site due to insufficient sample volume.